Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail that the customer was called and he stated that he experienced high blood glucose levels. The customer tried to give a bolus and blood glucose value went from 340 to 560 mg/dl, he removed the infusion set and found the cannula was bent. The customer also reported receiving multiple lost sensor alerts and having bent sensor cannulas. Troubleshooting was declined. The device will not be returned for analysis.